Event description:
According to the reporter the video laryngoscope still had 200 minutes remaining in the battery, when the power was turned on, there was an event when the battery icon appeared immediately and there was no display on the monitor. There was no patient involvement.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the customer¿s battery was received with a reported symptom of ¿the video laryngoscope still had 200 minutes remaining in the battery, when the power was turned on, there was an event when the battery icon appeared immediately and there was no display on the monitor.¿ first a multimeter (cl-14290) was used to test the voltage in the battery, and it was found to be 3.59 v. Then, the customer¿s battery was then put into the ao3 test mcgrath (cl-16435), and the customer¿s issue was replicated. Initially, the display and led worked. However, as the power was kept on, eventually the battery icon appeared blank, and then the display and led turned off. The customer¿s battery was also put into the ao2 test mcgrath (cl-16058), and the display and led did not work. It was reported that the device display was blank. The reported issue was confirmed. The most likely cause was traced to component failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.